Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between december 7, 2023 ¿ december 8, 2023. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this has occurred since december 27, 2024. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused during infusion. The devices contained cefazolin 6000mg. The expected therapy time was 24 hours. On the first two devices, only 'a little' remained in the devices. However, during the third infusion, approximately 100ml of fluid left in the infusor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.